Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The distal half of the stent implant was returned inside the protective sheath. There were two struts bent inward in the first row or distal struts. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 22 cm distal to the strain relief tubing. There was no other damage noted to the sds. The measurements met mfg criteria. The inner diameter of the flared end of the protective sheath was measured with pin gauges. Product performance engineering reviewed the incident info and analysis of the returned product. Reportedly, the stent implant was found inside the protective sheath after the balloon was inflated inside the pt. It should be noted that the xience v instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. The analysis noted contrast in the inflation lumen and loosely folded balloon. This is consistent with preparation and inflation of the balloon. It was confirmed that the stent implant was returned dislodged from the balloon with the distal half inside the protective sheath. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, dimensional analysis found that the tip seal length and outer diameters of the stent implant met mfg criteria. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent implant. This would cause the stent implant to become loose, facilitating stent dislodgement during removal of the protective sheath. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were no non-conformances. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this instance, the stent dislodgement appears to be related to the circumstances of the procedure and not a product quality deficiency. Additionally, it was noted that two struts were bent inward in the first row of distal struts and there was a bend in the hypotube distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occured as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot, which suggests that there are no lot specific product quality deficiencies. In this case, the stent dislodgement appears to be related to the operational context of the procedure, although a definitive cause of the stent damage and hypotube bend cannot be determined. This MDR is considered to be closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the procedure was being done to treat the 1st obtuse marginal which was heavily tortuous and heavily calcified. First, pre-dilatation was done with a 2.5 x 12 mm voyager balloon catheter. Then, a 2.5 x 23 mm xience v stent delivery system (sds) was advanced to the lesion, during deployment of the stent, it was noted that no stent could be seen. In the angiography of the case, there was no stent visible on the balloon at any time when the sds was in the pt's anatomy. Then, the protective sheath was found in the trash and the stent was found inside the protective sheath. Reportedly, there was no pt injury. No additional event or pt info is available.